Event description:
The lead was returned after being replaced due to an upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that outer insulation of the lead was observed to have blood ingression. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Product ID: 4574-53 non-defib lead implanted: (B)(6) 2003. (B)(4).